Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of over 500 mg/dl with ketones of an unspecified size. Cause was not known. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.